Manufacturer narrative:
Device evaluated by MFR: product is not available for evaluation; therefore, product inspection cannot be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-02475 and 2134265-2014-02439. It was reported that motor drive unit failed to pullback. The ilab motor drive unit was used in conjunction with an opticross coronary catheter intended to visualize the lesion 90% stenosed target lesion located in the moderately tortuous and moderately calcified left anterior descending coronary artery. During percutaneous coronary intervention, motor drive unit pullback failure occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.